Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer pulled on the luer lock and it separated from the patient line. Customer's blood glucose level was 180 mg/dl. The customer administered a manual injection.